Event description:
Per the clinic the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced poor performance, pain, dizziness and vertigo with the device. Reprogramming attempts were made; however, the issue could not be resolved. Per the surgeon, it was discovered that the receiver-stimulator had displaced inferiorly during a physical examination on (B)(6) 2024. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.